Event description:
Pediatric pt has a history of vesicoureteral reflux (vur) on the left side (vcug grade 2) and underwent uneventful treatment on the left side with deflux in 2006. Three months post-treatment, the pt had a normal ultrasound and vcug grade 1. No reports of uti or abnormal ultrasound findings were reported 2 years post-treatment as routine follow-up in the (B)(4). Three and a half years after treatment, the pt presented with fever and symptoms of a uti and was hospitalized. The diagnosis by pediatrician was uti, kidney stone and inflamed right kidney. Pt was treated successfully with IV antibiotics and discharged after two days hospitalization. Pt will be monitored for reoccurrence of uti. The relationship between the treatment with deflux in 2006 and the reported event is unk at this time. Additional info has been requested from the physician.

Manufacturer narrative:
(B)(4) submits this report on behalf of the device manufacturing facility. Q-med (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).